Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of eczema and a healing incision/ open wound that was exacerbated by the lifevest equipment. The patient nurse described the area as a bleeding pre-existing healing incision. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied the patient¿s eczema cream for the skin irritation. Follow up indicated that the pre-existing condition improved.